Event description:
Mother was holding child on her lap while an injection of mmr vaccine was to be given to the child. After inserting needle into the child's skin, the needle became detached from the syringe upon pressure to inject the solution. The mmr vaccine splashed into the mother's eye.